Manufacturer narrative:
The date of event is estimated. The patient's weight was unable to be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2 . Reference MFR. Report#: 1627487-2021-01557. It was reported the patient had been receiving inadequate coverage. In turn, the patient underwent surgical intervention and the physician decided to explant and replace the patient's left side occipital lead. Surgical intervention addressed the patient's issue. Both of the patient's occipital leads are being reported because it's unknown which lead was explanted and replaced.